Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. No unexpected numbers ramping occurred during testing. The insulin pump was received with a cracked case at the display window corner, a scratched reservoir tube window, a minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received the button error alarm on the insulin pump and that the numbers were ramping up on their own. The customer stated that the up button kept sticking. Advised that a replacement insulin pump would be sent. Nothing further reported.